Manufacturer narrative:
Physio-control evaluated the customer's device and duplicated the reported issue. Physio reviewed the device's electronic files and verified the reported issue. Physio found the battery pins were loose. The entire wire harness was tightened to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device unexpectedly shut down while monitoring a patient's blood pressure. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
The initial medwatch report should indicate: patient code 2692. Device code 4019. Method code 10. Results code 3233. Conclusion code 4315. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device unexpectedly shut down while monitoring a patient's blood pressure. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device unexpectedly shut down while monitoring a patient's blood pressure. This issue is patient related; however there was no adverse patient outcome reported.